Event description:
A physician reported that during a cataract surgery, after placing an ophthalmic viscoelastic product, the patient experienced corneal edema and given with intravenous glucocorticoid medication and quick wash in the irrigation/aspiration (I/a) mode. The procedure was completed successfully. The patient symptoms have resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two syringes have been received as complaint sample. The chemical lab has tested the ph and osmolality of the returned complaint samples and all tests are conform the specifications. The chemical lab has tested the osmolarity and ph of one reference sample and all results are within specifications for the tested parameters. There were no confirmed out-of-specification stability deviations and no unusual trends were observed for the stability results of the stability batches tested during the review period of this annual product quality review (apqr). As no manufacturing related issues were identified, the reference sample is conform to the specifications and the returned samples tested conform to the specifications, this complaint cannot be confirmed / explained. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. Product met specifications: after investigation we can conclude that the investigated product met specification, so no action is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint trending reviewed for the lot code provided. No similar complaint found. There was no sample returned for evaluation. The chemical lab has tested the osmolality and potential of hydrogen (ph) of one reference sample and all results are within specifications for the tested parameters. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related issues were identified, the reference sample is conform to the specifications and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications the manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).